Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Customer was unable to upload pump data, so technical support provided education on battery best practices and advised customer to monitor system and call back if issue persisted, and no additional information was received regarding the outcome of the event.